Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant products: trilogy cup: catalog#: 00620005422, lot#: 62021107. Femoral stem: catalog#: 00771100920, lot#: 61986026. Femoral head: catalog#: 00801803203, lot#: 61969297. Upon the third-party review of x-rays received, a region of lucency suggestive of stress shielding and osteolysis was noted; however, the finding could not be confirmed on all x-rays received. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient was revised approximately 4 years post-implantation due to dislocation and osteolysis. The head and liner were removed and replaced.

Event description:
It was reported a patient underwent a revision procedure approximately four years post implantation due to dislocation, osteolysis, in-vivo corrosion, elevated metal ion levels, pain, tendon tear, tissue damage, instability, and necrosis. No further event information available at the time of this report.

Manufacturer narrative:
The event was confirmed with medical records received. Post implantation there was a dislocation of hip. Blood test reports revealed serum chromium level of 3.0 and an elevated cobalt level of 7.5. Findings from MRI report revealed a large joint effusion with thickening of the synovium and advance atrophy of the gluts and tearing of the distal tendons. Review of revision operative notes stated chronic instability, brown and necrotic tissue consistent with metallosis. Corrosion at the trunnion and of the femoral head at the morse taper and some osteolysis around the acetabular cup rim were also noted. The stem and cup were found to be well fixed. The head and liner(for stability) were revised. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.